Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring emergency medical intervention while on ilet therapy. Severe hypoglycemia requiring emergency medical treatment is consistent with acute neurologic impairment requiring immediate intervention. Review of available information identified that the user experienced hyperglycemia the evening prior and entered multiple meal announcements as correction doses rather than allowing the ilet to adjust insulin delivery. The user subsequently experienced a dosing stopped event and was later found unresponsive by the user's spouse. Emergency medical services measured a fingerstick blood glucose of 34 mg/dl, administered intravenous therapy, and the user recovered after consuming oral carbohydrates. The user also experienced profuse sweating during the event. Based on available information, the event is attributed to use of meal announcements as correction doses, resulting in excess insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 34 mg/dl, resulting in loss of consciousness and emergency medical intervention. Emergency medical services treated the user with intravenous therapy, after which the user consumed oral carbohydrates and declined transport to the hospital. No long-term health effects were reported.